Event description:
It was reported that a customer¿s replacement ilet displayed a backlight issue in which the screen illuminated only while connected to a charger and went dark when disconnected, and the customer also perceived inadequate insulin delivery after a rapid blood glucose increase from 115 mg/dl to 400 mg/dl. Symptoms included hyperglycemia. Outcomes included the customer discontinuing the ilet, declining an infusion set change, and switching to a different insulin pump for the duration of travel. Investigation included troubleshooting that involved power cycling the device and testing functionality while connected to external power, along with education on infusion set replacement. Investigation of this case revealed a display backlight malfunction when operating on battery power and an unresolved dosing concern without confirmation of an infusion site or hardware delivery failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation of the device and use conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.